Manufacturer narrative:
Product ID 3387s-40, lot# v822994, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the tremors and impedances was that the targeting was a little off and lead wasn¿t in the ideal position. There were no actions/interventions done so far as the patient was sent home with a follow up appointment in 3 months. When asked about the resolution of the issues it was stated that it was done as best as the hcp could do with the last programming session. There were no further complications reported.

Event description:
Additional information was received: it was reported that an email was received from the hcp indicating that the patient was having similar symptoms as before. Their email stated the patient had a left vim electrode placed in 2012, followed by a right stn electrode in (B)(6) 2019 hooked to the same system using the original lead extension wire from 2012. The patient had their a new device since (B)(6) 2018. As stated before the patient had a return of tremor in their right hand (left vim) when they made changes to the right stn. They had tried turning stimulation on the right stn down to zero before changing contacts to avoid the subjective ¿rush¿ that many patients feel with turning stimulation on or off. When they changed contacts in the right stn they didn¿t see the ipg switch off or any settings changes occur in the left vim, but the patient still had a return of tremors in their right hand. Other than return of tremors the patient reported they felt ¿fine.¿ the hcp reiterated that they weren¿t sure if it was relevant or not, but it seemed very unusual and the patient had not done well with stimulation on the second side. It was likely multifactorial, but they wanted some assistance in at least reassuring the patient that their system was functioning normally as they moved forward with programming and making plans to optimize the treatment. Patient services responded to the email that it appeared the device was functioning normally from the session reports. There were no further complications reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387s-40 lot# v822994, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. - attachment: [cf session reports.pdf]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the hcp emailed the rep stating a phenomenon kept happening during the last two programming sessions. The hcp was only programming the right stn and the left vim electrode was placed in 2012 with no changes made to it. Each time they would change the contact configuration on the right stn, meaning stimulation would be turned off and then back on with the new active contact the patient¿s tremors would return on the right hand side (left vim) and they would feel a ¿rush¿ for a few seconds. It seemed both sides would power down and back up each time they changed the contact configuration on the right stn only. It felt like they hadn¿t seen that before, but they didn¿t have an explanation for it. The main reason they were asking was because the patient would have some distress during the programming but also, they were not getting good results from the stimulation with their new right stn lead. They hcp thought the lack of response was more likely related to poor placement, but since it was also happening they felt like it should be checked out. They also stated that contact 8 had mildly high impedances, but all other diagnostics were normal. There were no further complications reported.